Event description:
Sorin group received a report that during priming, the stockert centrifugal pump displayed an error message and stopped. The pump control panel was power cycled but the error message remained. The s5 system was then power cycled and the pump regained functionality. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The perfusionist ran the pump for several hours after the error and experienced no further problems. A sorin group service representative was dispatched to the facility to evaluate the issue. During testing of the pump, the device worked properly and no failures were observed. A motor control board was replaced as a precautionary action and returned to sorin group for evaluation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.